Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited failure to sense and high pacing impedance. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense and high pacing lead impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.